Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Event description:
Rep reported that the tubing connector broke from the distal end of the drip chamber. System was changed, catheter left in place.